Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a inguinal hernia repair with mesh. She had revision surgery 2 years and 11 months post-surgery. The patient experienced chronic groin pain, nerve entrapment/incorporation in the mesh, separation of the mesh material, tears, hernia recurrence, and removal of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against. The product was used for therapeutic treatment of a left inguinal hernia. The patient experienced chronic groin pain, nerve entrapment/incorporation in the mesh, separation of the mesh material, adhesions, rash on left groin, inflammation, scarring, and hernia recurrence. Post-operative patient treatment includes left groin exploration, transection of ilioinguinal nerve, primary repair of left inguinal hernia using bassini technique, and removal of mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against. The product was used for therapeutic treatment of a left inguinal hernia. The patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, chronic groin pain, nerve damage, nerve entrapment/incorporation in the mesh, separation of the mesh material, adhesions, rash on left groin, inflammation, scarring, and hernia recurrence. Post-operative patient treatment included medication, nerve resection, left groin exploration, transection of ilioinguinal nerve, primary repair of left inguinal hernia using bassini technique, left groin exploration, and removal of mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (ime e2402: "nerve entrapment", imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against. The product was used for therapeutic treatment of a left inguinal hernia. The patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, chronic groin pain, nerve damage, nerve entrapment/incorporation in the mesh, separation of the mesh material, adhesions, rash on left groin, inflammation, scarring, and hernia recurrence. Post-operative patient treatment includes left groin exploration, transection of ilioinguinal nerve, primary repair of left inguinal hernia using bassini technique, and removal of mesh.